Event description:
It was reported occlusion alarms occurred. During troubleshooting, tandem technical support helped the customer clear the alarms and the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.